Manufacturer narrative:
Product complaint#: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a heart procedure in 2025 and suture was used. During the procedure, it was reported to the rep that over the past couple weeks during five heart procedures two to three sutures would break while suturing the anastomosis. Another like device was used to continue with the procedure till completed. There were no adverse consequences reported. Eight sterile samples returning. No adverse patient consequences were reported. Additional information was requested.